Manufacturer narrative:
H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions, device has corrupt sound file on sd card. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation confirmed the device was unable to generate audible alarms, establishing a relationship between the reported event and the device. The root cause was established as a software issue on the devices sd card. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the console is blocked and displays the error message 4100. Additionally, during service and repair, the device was found to be unable to generate alarms under expected alarm conditions. No patient involved.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions, device has corrupt sound file on sd card. No patient harmed, and no injury reported because this was found during service and repair.